Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 297 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was discharged 2-3 days later. Customer declined troubleshooting with tandem technical support and declined to provide further information.